Manufacturer narrative:
Complaint no: (B)(4). The patient was born in 1964. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment rendered for the event was not reported. At the time of this report, the patient's recovery status was not reported. Action taken with dianeal therapy was not reported. No additional information is available.